Manufacturer narrative:
(B)(4). Neither the device nor imaging studies were returned nor provided for evaluation. Hence, we cannot draw any conclusion.

Event description:
It was reported that in a surgery, during the implantation of cervical pedicle screw, the surgeon struck an artery which caused the patient to have a stroke (brain bleed). Since this surgery, the patient suffered inter-alia, memory loss, extreme headaches, blackouts, paralysis and numbness in his hands, fingers and arms.